Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A conclusive cause for the reported unspecified failure mode could not be determined. The treatment appears to be related to procedure circumstance. The reported treatment appears to be related to procedure circumstance. A review of the lot history record and complaint history of the reported lot could not be conducted, because the lot number was not provided. Based on the information reviewed, there is no indication a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported as a general comment, "not sure number of cases nor if they were reported. I suspect around 4-5 [proglide] malfunctions over last 2 years in different patients. No previous history of closure devices in the vessels we use pro glide. We use CT to image the vessel preop to ensure there is no ca++ in the area." The method of achieving hemostasis was not specified. The date of occurrence, number of cases, number of devices used per patient, number of patients, and patient information were not provided. As the names of the physicians were not provided by the hospital, it is unknown if the physicians had been trained in the use of the proglide device. No additional information was provided.